Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 28.4 mmol/l and 5.6 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.